Event description:
On 10/14/97 the account reported a false positive bhcg result of 32 miu/ml, which was run on the imx analyzer. At the physician's request, the pts blood was redrawn on 10/17/97. The original sample from 10/14/97 was retested before the new sample on the carousel, giving results of 2.2 miu/ml and 1.2miu/ml respectfully. No rpt'd of injury. The result of 32 miu/ml followed a high pt sample which gave a result of > 100 miu/ml run straight. The high sample was run with the dilution protocol 1 (1:200) and a result of > 200, 000 was given.

Manufacturer narrative:
Complaint evaluation: a customer return was not received. File components with the same lot numbers used by the account were used for the investigation. The complaint was not confirmed. All abbott controls and panels delivered acceptable results and reagent kits performed as expected. An observation noted in the complaint and on the returned data tapes was that the original pt sample was run immediately after a very elevated (>200,000 miu/ml hcg concentration) pt sample. The customer declined the original troubleshooting request by the customer service center to determine if the original elevated pt sample result might have been from carryover of the first sample into the second sample. No corrective action is necessary because the controls and panel values read within specifications. The assay performed within package insert claims during the investigation. This is the final report.